Manufacturer narrative:
The investigation is in progress. A sample has been received but has not yet been evaluated. A root cause has not been identified. (B)(4).

Event description:
A surgeon reported that leakage occurred from the cassette during a procedure. After the surgery, it was found that the leakage was from the side which is inserted into the console. The problem was solved after replacing the product with another one. There was no harm to the pt. No further info is expected for this case.